Event description:
It was reported to philips that system could not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system could not boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that this is an intermittent issue host pc needs to be replaced. To resolve the issue, the customer replaced the host pc and updated the license file in another case. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.